Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level at the time of the incident was 434 mg/dl. Current blood glucose was 399 mg/dl. Customer treated high blood glucose level with bolus using insulin pump. Customer stated she thought that she had not bolused for breakfast that caused the high blood glucose. The customer declined to troubleshoot for the high blood glucose incident. The pump will not be returned for analysis.